Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: safety glide needle was clogged and no vaccine was given.

Manufacturer narrative:
H6: investigation summary: it was reported the needle was clogged. As a sample was not returned, a thorough sample investigation could not be completed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided material number 305916, lot number 1152504. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1152504 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: safety glide needle was clogged and no vaccine was given.